Event description:
The plaintiff was implanted with a monarc subfascial hammock on or about (B)(6) 2010. The mesh was implanted in the ¿plaintiff to treat her for stress urinary incontinence and other symptoms.¿ the plaintiff¿s attorney alleges that, as a result of having the monarc subfascial hammock implanted in her, the ¿plaintiff has experienced significant mental and physical pain, disability, and suffering, has sustained permanent injury, and permanent and substantial physical deformity, has endured impaired physical relations with her husband, and other damages.¿ it was also alleged that as a result of the implanted mesh, the ¿plaintiff was caused and/or in the future will be caused to suffer severe emotional distress, and other damages.¿

Manufacturer narrative:
Should add¿l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.